Event description:
It was reported that during a coronary stenting treatment procedure, in a lesion in the distal rca, crossing difficulties were encountered. The physician had successfully placed an express2 stent in a pre-dilated lesion in the proximal rca. He then attempted to cross that stent and place a second express2 stent in the distal rca. He was unable to pass the second express2 through the first stent and while attempting to remove the stent/delivery system, the second stent dislodged from the delivery device, within the first stent. He attempted to deploy the stent with several balloon catheters, but the stent would only partially deploy. He was unable to retrieve the partially deployed stent through the guide catheter. The patient was hypotensive at the time of the incident. The patient was treated with medication and an intra-aortic balloon was inserted. The patient was taken to the operating room the same day for triple bypass surgery. The patient was discharged from the hospital in 12/2002 and is reported to be doing well. The physician indicated he did not believe there was a product problem. He felt that he encountered difficulty due to the patient's anatomy and heavy calcification of the vessel.